Event description:
The customer reported to olympus, at the end of a therapeutic supracervical hysterectomy, the tip of the subject device broke off and was not found by the surgeon. The surgeon was transecting the uterus from the cervix with the subject device at the time it broke. An intra-operative x-ray was taken to attempt to locate the probe, but were unable to locate it or retrieve it. There was a 1 hour procedural delay while the patient was under anesthesia and the surgeon was looking for the probe. The procedure was completed. It is unknown if the patient experienced any symptoms or issues because of the retained device. No patient injury was reported.